Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf219) related to pneumatic block watchdog alarm and failed to complete it's internal self test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of sf219. Performance testing could not reproduce the reported failure to complete it's internal self test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf219 was due to a software issue while the failure to complete it's internal self test was due to contamination of the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf219) related to pneumatic block watchdog alarm and failed to complete it's internal self test. There was no patient harm or serious injury reported as a result of this incident.